Event description:
The customer reported that on (B)(6) 2011 an erroneous high calcium (ca) result was generated from an olympus (B)(4) clinical chemistry analyzer for a single patient. The initial ca result was accompanied by an instrument error p flag (out of panic value range). Upon repeat testing on the same instrument, and another instrument, the repeat ca results were lower. The initial, erroneous ca result was not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. The sample was tested within three hours of draw, was refrigerated during storage, and was collected in a gel separator tube. It was tested from the primary tube.

Manufacturer narrative:
The details of the service visit were not available at the date of this report. Beckman coulter inc. Assessed the reaction monitor optical density (od) readings for original and repeat samples. For both samples, reagent was dispensed into the cuvette and they had similar od readings at the first read point, point zero (0). The original sample showed activity at point eleven (11) which is after the reaction was complete, and it was mixed again. The od reading increased from 1.4355 to 1.5170. The repeat sample od readings remained steady. The root cause of the event is unknown at this point in time and is under investigation.